Event description:
The user facility reported that the tr band would not hold air when it was being inflated to assist with achieving hemostasis following a trans-radial interventional procedure. The user facility contacted reported that: the out-patient catheterization procedure had been completed successfully so the tr band was placed to assist with achieving hemostasis of the radial artery; the tech attempted to inflate the tr band and it was noted that the plastic bladder would not hold air; and the initial band was removed, a second band was placed and successfully inflated to achieve hemostasis. No additional event specific information has been provided.

Manufacturer narrative:
The involved device was returned to the manufacturing facility in (B)(4) for evaluation. Inspection and testing of the returned sample confirmed an air leak from the compression balloon. Closer inspection of the sample confirmed that a segment of the welded balloon seam had separated resulting in the observed air leakage. One hundred percent of these devices undergo a 12-hour air leak test prior to release. Therefore, the weld separation would have to have occurred during the attempted inflation prior to use. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that there have been no reports of a similar failure mode for this lot number. Therefore, this appears to have been an isolated event. The labeling does address the potential for an event related to inflation / deflation of the tr band in the instructions-for-use with statements such as: do not inject more than 18ml of air. There is a possibility of damaging the device if this volume is exceeded; patient should not be left unattended while the tr band is in use; and while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it. In addition, production personnel have been informed of the complaint to increase their awareness and manufacturing process has been optimized to minimize the potential for recurrence of such a weld failure. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.